Event description:
The gravity compensating accessory (gca) device was implanted in 2008. The gca was connected to a delta valve that is made by ps medical. This delta valve was implanted in 1995. Postoperatively, the physician questioned if the gca was connected properly to the delta valve and if there was a possibility the connection of the two devices were leaking. In 2008, the physician decided to remove the gca and revised the gca device to a medium pressure gca. The explanted gca is available, and expected to be returned for evaluation.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation, and has been initiated based on the reported information. [See scanned pages].